Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator temperature was within the normal range, and no issues were identified. A field service engineer confirmed that the alarm settings were within the acceptable range, performed cleaning of the condenser coil and tested doors. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to open the refrigerator door due to a high temperature error. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.